Event description:
It was reported that the pulse generator exhibited loss of ventricular capture.

Event description:
Customer reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The pulse generator exhibited loss of output due to a depleted battery. The premature battery depletion was caused by intermittent high current drain, due to an integrated circuit anomaly.